Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2e 7.2mg plus blood collection tubes experienced foreign matter in tube biological and non-biological. The following information was provided by the initial reporter. The customer stated there was, "yellow clumping in edta tube, staff noticed a yellow clump of something in the edta tube."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/4/2020. H.6. Investigation: bd received 2 samples and 1 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for additive abnormality with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for additive abnormality along with cocked stopper with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The most likely root cause for this type of defect is that the additive spray nozzle has become slightly occluded causing the spray pattern to be coarser. In turn this becomes slightly yellow when irradiated. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® k2e 7.2mg plus blood collection tubes experienced foreign matter in tube biological and non-biological. The following information was provided by the initial reporter. The customer stated there was "yellow clumping in edta tube, staff noticed a yellow clump of something in the edta tube."